Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device issued a sound error. At the time of the alleged malfunction, there was no information if the device was being used for clinical monitoring. There was no allegation of a patient harm.